Event description:
Patient reported there is a black, thin line across the whole display of the blood glucose monitoring device. Patient stated the measurement results are not affected. Preliminary evaluation results on (B)(6) 2013 found display segment failure - a display malfunction which might lead to the misinterpretation of a blood glucose result. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
Iu confirmed the meter for display defect; iu confirmed the meter for display defect; a solid vertical line appears on the middle of the meter screen. Iu observed that the location of the vertical line on the display does distort the digit during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the vertical solid line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid vertical line appears on all screens during performance testing. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure. Failure analysis reported that this meter was manufactured after lcd improvements were implemented. These product / process improvements were put into place to reduce the occurrence of this type of defect. Since this meter was manufactured after these improvements, a new investigation was opened, and has been investigated. Additional finding: iu observed that the meter has markings on the corners of the meters housing surrounding the ir window. The stretch lines do not affect the functionality or performance of the meter. This issue is caused by the material of the meter being stretched as a result of the meter manufacturing processes and has been investigated. The customer's allegation of defective display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation and the failure analysis result of the customers allegation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Evaluation results are pending.